Event description:
Product analysis on the returned power cord was performed. During a visual analysis it was verified that the power cord strain relief on the 5v side was damaged. The cause for the damage could not be determined based on the available information, but is most likely associated with mishandling of the device. No functional anomalies associated with the ac adapter were noted during testing using a known good handheld and serial cable. The ac adapter performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Initial report inadvertently noted that the serial cord only was returned to the manufacturer when it was the power cord that was sent back.

Event description:
It was reported that the vns programming computer's cord was damaged, and it was sent back to the manufacturer on (B)(6) 2013 for product analysis. A replacement cord was sent to the physician for the programming computer. Only the serial cable was sent back.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.